Event description:
It is reported that the surgeon was driving down the femoral nail with the module attached to the znn handle and the threaded insert of the handle came out.

Manufacturer narrative:
Evaluation: the threaded insert of the returned device has come out during use. The likely root cause of the threaded insert backing out of the handle can be a result of (but not limited to) the following circumstances; impacting the target handle while the target module is attached, inserting/extracting the natural nail while the targeting module is installed, over tightening of the connecting knob when attaching the targeting module to the handle, applying loads to the targeting module while installed on the handle, whether they are striking or aggressive handling. Corrective action has been initiated to implement a design modification which should prevent similar occurrences in the future. Aside from the insert coming out, the device was found to meet print specifications and the device history records are conforming.